Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 11-nov-2022. Investigation summary: one photo and one arterial cannula catheter set and a set of devices not manufactured by bd tuas were received by our quality team for evaluation. From the photo, no leakage was observed, and no damage was seen at the luer area of the floswitch. The luer and its thread of the sample was visually inspected, and no damage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. A simulation was conducted using the luer lok connector of the returned device that is not manufactured by bd tuas to connect to the luer of the returned arterial cannula sample. After the connection area is pulled, no dislodgement was observed. Another simulation was conducted by connecting a 10cc to the luer of the returned sample. The connected area was pulled after connecting, and no dislodgement was observed. Based on the quality team's investigation, the customer¿s experience cannot be confirmed, and the root cause of this incident cannot be determined.

Event description:
It was reported that the bd¿ arterial cannula separated from the pressure gauge set and leaked blood from the severed connection site. The following information was provided by the initial reporter, translated from danish: "accidental disconnection of pressure gauge set from arterial cannula resulting in blood loss due to insufficient luerlock connection luerlock locking ring from pressure set cannot be screwed tight to the arterial cannula, can only be screwed "end" and minimal movement is required for the and most dangerous is that they can cause bleeding and still produce pressure curve (=no monitor alarm) if it does not disconnect completely."

Event description:
It was reported that the bd¿ arterial cannula separated from the pressure gauge set and leaked blood from the severed connection site. The following information was provided by the initial reporter, translated from danish: "accidental disconnection of pressure gauge set from arterial cannula resulting in blood loss due to insufficient luerlock connection luerlock locking ring from pressure set cannot be screwed tight to the arterial cannula, can only be screwed "end" and minimal movement is required for the and most dangerous is that they can cause bleeding and still produce pressure curve (=no monitor alarm) if it does not disconnect completely."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.